Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for the pacemaker and another manufacturer's right ventricular (rv) lead due to low out of range pacing impedance measurements of less than 200 ohms. The lead safety switch (lss) was triggered due to the low impedance and the polarity switched to unipolar. The medical personnel stated that there had been a sharp decrease in the impedance measurement. It was noted that the rv sensing had decreased and there was possibly loss of capture (loc) as the device was in retry with autocapture on. Boston scientific technical services (ts) suggested bringing the patient in for evaluation. At this time the pacemaker and another manufacturer's rv lead remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient was brought into the clinic and they were unable to reproduce any out of range right ventricular (rv) impedance measurements with isometrics or pocket manipulations. The impedance measurement in bipolar configuration was stable at 516 to 525 ohms. Noise on the right atrial (ra) channel was also observed and noted to be a known issue. The clinician reprogrammed the rv lead back to bipolar configuration. The pacemaker was reprogrammed to pace and sense only in the ventricle, thus electrically abandoning the ra lead. No adverse patient effects were reported.